Event description:
It was reported to nuvectra that the patient was not receiving pain relief on the right side of the body, just to the left side. X-rays were performed and revealed proper lead placement. The patient elected to keep the original stimulator implanted due to receiving stimulation to the lower extremities and opted to have another stimulator implanted to address the right foot pain.